Event description:
It was reported via repair work order that the power inlet was damaged and the head lift actuator was not fully extending. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the power inlet was damaged and the head lift actuator was not fully extending. Follow-up submitted as further investigation determined there was no malfunction with the head lift actuator not fully extending.

Event description:
It was reported via repair work order that the power inlet was damaged and the head lift actuator was not fully extending. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: parts on order.